Event description:
On the same day following a coronary artery drug eluting stenting treatment procedure there was stent thrombosis. In the index procedure the physician treated two target lesions, one located in the left anterior descending (lad) and the other located in the obtuse marginal (om) coronary arteries. The physician placed an act sheath 6 french into the right femoral artery and inserted a runway jl3.5 6 french guide catheter and a bmw .014x190cm guidewire. A 2.5x20mm taxus express2 drug eluting stent was then advanced over a 3mmj .035x150cm fixed wire to the om. The patient complainted of chest, jaw and teeth pain. The stent was deployed at 15 atmospheres for 30 seconds. The patient voiced that the chest pain, jaw and teeth pain had subsided and was improving. The second lesion was then treated with placement was of a 2.5x12mm taxus express2 advanced over a 3mmj .035x150cm into the lad. The stent was deployed at 11 atmospheres for 30 seconds. During the procedure the patient received tridil, heparin, versed and xylocaine. Following the procedure the patient received plavix and the heparin was discontinued. The interventional outcome was successful. Three hours later the patient experienced sub acute thrombosis in the om. The physician placed a runway jl3.5 6 french guide catheter in the right femoral artery and advanced a 2.5x20mm crosssail balloon over a 3mmj 0.35x150 cm guide wire to the om. The balloon was inflated at 15 atmospheres for 30 seconds and the lesion was treated with a pronto extraction catheter. A 1.5x15mm maverick balloon was inserted over a bmw .014x190cm guidewire and inflated twice at 4 atmospheres for 30 seconds. The procedure was completed and the interventional outcome was successful. The patient received nitroglycerin, reopro, heparin and verapamil during the procedure. The patient was transferred to the coronary care unit and is reported as ok.